Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming while connected to the pump. Subsequently, the pump shut down and was unable to be turned back on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.